Event description:
It was reported to philips that system was unable to do x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a treatment and the procedure was completed using a mobile c-arm with some delay. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was displaying an error message, "x-ray unavailable¿. The actual cause of the issue could not be identified. Review of the system log file showed ¿application error: xraygenerator failed to prepare for acquisition.¿ error message. The customer was instructed to reboot the system several times. After several restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.